Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ¿almost died¿ while using that pump. It was not provided if the customer experienced a high or low bg level. No additional patient or event information was provided.